Manufacturer narrative:
D2b - pro code (product code): dqy, lit. G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for approximately 30 seconds. The procedure was completed with a different device. There was no patient complications noted as a result of this event.